Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had no image display. The issue was found during sedation with device outside patient. This was a therapeutic procedure, that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable, the rigid tube was dented, the light guide bundle was chipped, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the universal cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.